Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 666 mg/dl with high ketones that were identified as dangerous by a health care provider. The customer attempted to self-treat with a supply changed. During hospitalization, customer was treated intravenously with fluids of saline and insulin. The customer was released from the hospital with issue resolved on (B)(6) 2022.